Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact pacific pta balloon catheter to treat a 100mm moderately calcified fibrous lesion in the mid sfa (60% stenosis). The vessel diameter was 6mm and had little tortuosity. The device was prepped as per the IFU with no issues identified. Negative pressure was not applied prior to inflation. The balloon was inflated using a non medtronic inflation device. No leaks were observed from ports/balloon during preparation of the delivery catheter. No resistance was felt during the preparation of the delivery catheter. There was no resistance encountered advancing the device. The device did not pass through a previously deployed stent and no excessive force was used. Balloon inflation difficulty occurred at 8 atm. The inflation default occurred at 0,5cm. A balloon twist occurred. The balloon did not burst and there was no leak in the balloon. There was no difficulty removing the balloon from the patient. No patient injury reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.